Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, high pacing impedance was observed on the right ventricular (rv) lead. The rv lead was replaced, and a new rv lead was successfully implanted. The patient was stable with no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with blood/tissue. X-ray inspection found over torque of the inner coil, consistent with procedural damage. After cleaning, the helix could be retracted and extended, and the full helix extension length was within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The reported events of high pacing impedance and helix issues were not confirmed.